Manufacturer narrative:
A ge rep evaluated the system and informed the customer a new backplane was needed, but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the system would not display an image. No pt injury was reported.